Manufacturer narrative:
The 26mm sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was reviewed and revealed that the first valve was deployed approximately 50:50 (aortic/ventricular) resulting in too ventricular position and the second valve was deployed more aortic with the first valve 80:20 (aortic/ventricular). During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system with s3u IFU, procedural training manual and commander delivery system with s3u IFU was reviewed for guidance and instructions. The procedural training manual provides guidance for initial thv positioning. Considerations to note is a coplanar view is critical for correctly positioning and deploying the thv. For optimal results such as reduced conduction disturbances follow the initial valve position recommendation, and for optimal results, place the entire center marker within the initial center marker zone and anatomy (stj, calcification, coronaries, etc.), % oversizing, thv size and foreshortening/inflation volume should also be considered when conserving the ideal positioning for the thv. In addition, the procedural training manual provides guidance on thv malposition. Use caution with minimal calcification, severe septal hypertrophy and mitral bioprosthesis. Ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps is on same plane, consider coaxial alignment of catheter to the aortic annulus, if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and echo, and ensure to pull back the flex catheter prior to thv deployment. There was no IFU/training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malposition thv was confirmed based on provided imagery. No potential manufacturing non-conformance were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. As reported, 'the valve was deployed too ventricular necessitating the use for another valve to be implanted more aortic inside the previously implanted thv valve (piggyback). The first valve was deployed too ventricular as the physician tried to adjust the position during valve deployment and ended up displacing it too low.' In this case, available information suggests that procedural factors (valve positioning and deployment technique) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Manufacturer narrative:
The sapien 3 valves remain implanted in the patient. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the malposition of the initial valve could not be determined. Investigation results suggest in addition to the procedure itself, patient factors not provided may have contributed to the too ventricular deployment of the initial valve and subsequent deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 26mm edwards sapien 3 heart valve was implanted in the aortic position by transfemoral approach. Prior to the valve deployment, no balloon aortic valvuloplasty (bav) was performed. The 14fr esheath was inserted without issue followed by the insertion of the valve and commander delivery system. The valve was deployed too ventricular necessitating the implant of a second valve. A second sapien 3 valve was deployed more aortic inside the initial valve (piggyback). The final implant was successful resulting in no paravalvular leak (pvl).